Manufacturer narrative:
The device was returned to edwards for evaluation. No blood was observed on the returned commander delivery system. The condition of the device is consistent with a device that was handled in the field but not used in a patient. Of note, the device was returned in a locked condition and a slight kink/bend in the balloon shaft was noted (possibly due to return shipping of the complaint device for evaluation). The device was visually inspected for any defects on the balloon and/or y-connector area, as well as along the catheter. A slight bend/kink was observed at the proximal end of the balloon shaft near the strain relief. No other visual abnormalities were observed. Prior to device decontamination, the device was successfully de-aired. After, engineering attempted to remove the strain relief from the y-connector to inspect the proximal end of the balloon shaft for any damage. With the device handle in the locked position (as per the returned condition), strain relief removal was initiated by holding the strain relief and manipulating/twisting the y-connector to move the strain relief distally along the balloon shaft. Of note, this method is not the correct manner to move a balloon strain relief during device evaluation. The handle of the device should be unlocked and the y-connector should not be bent or twisted. Prior to full removal of the strain relief, the device was inflated and inspected for any device leaks and a leak was observed originating from underneath the strain relief. Upon removal of the strain relief, balloon shaft damage was observed near the y-connector. Slight necking and stretching of the balloon shaft material (as indicated by the lighter color in the balloon shaft near the damage) and a crack/hole in the balloon shaft was observed near the y-connector bond. Of note, the aforementioned handling of the device during the initial attempt to remove the strain relief might have caused or propagated the observed balloon shaft damages. No further functional testing was able to be performed due to the condition of the device (balloon shaft damaged). As it was suspected that handling of the device during the initial attempt to remove the strain relief caused or propagated the observed balloon shaft damages, a failure mode recreation study was performed to investigate if the observed balloon shaft damages could be recreated on a sample device. A sample 26mm commander delivery system was taken and first inspected for leaks. Afterwards, strain relief removal was attempted in the same manner as during the complaint evaluation and then the sample device was re-tested for leaks. During inflation, a leak was observed to originate from underneath the strain relief and upon removal of the strain relief, similar balloon shaft damages were observed. Based on this study, the balloon shaft damages noted on the complaint device were most likely caused or propagated by improper handling of the device (bending/twisting of the y-connector with the handle in the locked position) during device preparation at the complaint site or by engineering during complaint device evaluation. The balloon shaft outer diameter (od) distal to the balloon shaft damage was inspected and all measurements met specification. A lot history review of the related work order revealed no similar complaints related to prepping difficulty-unable to de-air or delivery system leakage. During manufacturing, the delivery system undergoes multiple 100% inspections. Furthermore, the manufacturing lot underwent product verification testing which includes a tensile test of the y-connector/balloon shaft bond. For the related work order, this tensile test was measured to have a lower tolerance limit of 105 n. The lot was accepted because the calculated tolerance limit is statistically above the lower specification limit of 38 n. The complaint for unable to de-air was unable to be confirmed and no manufacturing non-conformities related to this issue were able to be identified in the complaint sample. In contrast, the complaint for delivery system leakage was able to be confirmed as a leak from underneath the strain relief was noted during device evaluation. Although the complaint for unable to de-air was unable to be confirmed during the initial functional testing, it is possible that the reported prepping difficulty was attributed to either procedural factors at the complaint site (guidewire lumen not flushed or device damaged during handling) or engineering evaluation factors after device return (mishandling of the device during strain relief removal). At this time, it is unknown when the balloon shaft damage occurred (during return shipping to edwards, during preparation at the complaint site, or during evaluation by engineering). The device was returned in a locked condition with a kink/bend at the strain relief on the balloon shaft, which may be due to, or possibly worsened by, how the device was packaged and returned to edwards for evaluation. Alternatively, as demonstrated in the failure mode recreation study, it is also possible to create similar balloon shaft damages when the delivery system is in the locked position and the y-connector is bent/twisted during handling of the device. A CAPA had already been opened to investigate leakage and cracks in the balloon shaft in this location under the strain relief, due to prior complaints. However, it is possible that the crack initiated in a similar manner to other devices investigated in the CAPA during prepping of the device, and the presence of material stretching marks at this location was created due to the return shipment conditions or handling of the device during evaluation. Alternatively, the crack could have been solely created by the return shipment conditions or device bending during evaluation. The delivery system prepping difficulty complaint was unable to be confirmed, and no manufacturing non-conformances or labeling/IFU/training inadequacies were able to be identified. Review of complaint histories revealed that the occurrence rate does not exceed the august 2015 control limits for this trend category. Therefore, no corrective action or preventative action is required. Since this failure mode does not exceed the august 2015 complaint trending control limits and is considered low severity, a pra is not required. Due to the severity associated with the delivery system leakage issue (balloon shaft crack/fracture), a pra was previously initiated to assess the associated risks for both the commander delivery system v1 and commander delivery system v2.1. Since the root cause of the complaint is undetermined and a manufacturing nonconformance cannot be ruled, a CAPA is currently open to investigate and implement corrective/preventive actions related to this failure mode. The delivery system-prepping difficulty complaint was unable to be confirmed and no manufacturing non-conformances or labeling/IFU/training inadequacies were able to be identified. Review of complaint history revealed that the occurrence rate does not exceed the (B)(4) 2015 control limits for this failure mode. Therefore, no preventive or corrective action is required. The delivery system leakage complaint was confirmed, but no labeling inadequacies were identified. The root cause has not been determined at this time. A pra has been initiated for risk assessment and corrective (or preventative) actions are being addressed through a CAPA.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As per preliminary evaluation of a returned delivery system, a leak was found under the strain relief at the y-connector. As reported by our affiliates in (B)(4), the 26mm commander delivery system could not be de-aired during preparation.